Event description:
It was reported that the ilet bionic pancreas displayed repeated ¿restart 38¿ alerts indicating consecutive stalled motor events, after which insulin delivery was interrupted and the user experienced hyperglycemia with a reported peak of 544 mg/dl before decreasing following troubleshooting and a full supply change. Symptoms included hyperglycemia without reported clinical symptoms such as nausea, vomiting, or altered mentation. Outcomes included temporary interruption of insulin therapy with need for blood glucose monitoring and self-management; no hospitalization or emergency care occurred. Investigation included customer service troubleshooting, a dry run without supplies to 120 units without alerts, verification of insulin flow by filling the tubing with immediate drops, synchronization of device reports, and education on ketone testing. Investigation of this case revealed that the device functioned as expected during testing and insulin flow was confirmed, while the exact cause of the initial consecutive stalled motor alerts remained undetermined. It was concluded that hyperglycemia occurred with cause unclear, and the device resumed normal operation after supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.